Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the distal cover falling off likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.4 inspection of accessories. Inspection of the single use distal cover (maj-2315) should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. 3.5 attaching accessories to the endoscope. Attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports one and a half hours post endoscopic retrograde cholangiopancreatography (ercp) and dilation procedure using an evis exera iii duodenovideoscope and single use distal cover, the distal cover was found in the patient's mouth when he attempted to take a drink. The cap was not split. There were no adverse effects to the patient as a result of this occurrence. The patient was discharged the same day as planned with no further consequences. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.